Event description:
Event description guidant received information that this transvenous defibrillation lead had dislodged approximately one month post implant. The lead was repositioned, but it dislodged again the following day. The physician elected to explant and replace the lead with a non-guidant defibrillation lead. It was also reported that tissue was found embedded in the helix mechanism, which was preventing good contact with the endocardium. There were no patient symptoms reported with this clinical observation.